Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. It was reported that screen display was blank and did not beep. Customer was advised that insulin pump would need to be replaced. No further information provided.